Event description:
A patient reported that this physician performed an arteriotomy closure on him using the starclose device. It was reported that pain was felt immediately afterwards and it sounded like a "pop". The pain has continued and it is "like a jabbing in the groin area." It was further reported that he returned to his physician and asked that the doctor remove the starclose device. His physician would not do so, but put him on steroids and pain medications. At last contact, this patient was still in pain.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.